Manufacturer narrative:
Manufacture control no.(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported the catheter was placed in a (B)(6) pt on (B)(6) 2013 for pressure monitoring during pediatric cardiac surgery. Intermittent dampened tracing and leaking at insertion site was discovered on (B)(6) 2013. Early in the morning of (B)(6) 2013, the catheter had to be removed because of no waveform or blood return. The catheter was found to be kinked and cracked at the hub. The pt may require new arterial access, has required several dressing changes due to leaking. They do not know if this caused a delay in treatment and there was no pt death or complications reported.